Event description:
It was reported that during a spine preparation procedure, there was no function. There was a continuous tone, after a few minutes. Another device was used to complete the procedure. There was no reported pt consequence and 3 devices are returning.